Event description:
During review of the patient's programming history on (B)(6) 2012 it was discovered that on (B)(6) 2008 the patient was interrogated and found at output=2.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2.5ma/magnet pulse width=500usec/magnet on time=60sec. The patient was then re-programmed to output=2.25ma/frequency=20hz/pulse width=250usec/on time=7sec/off time=0.2min/magnet output=1.75ma/magnet pulse width=250usec/magnet on time=21sec. The previous visit was (B)(6) 2008 where the patient left at settings of output=2.25ma/frequency=20hz/pulse width=250usec/on time=7sec/off time=0.2min/magnet output=2.5ma/magnet pulse width=250usec/magnet on time=21sec. Two generator diagnostics tests were performed between (B)(6) 2008 which appears to have changed the patient's settings to the incorrect settings the patient was found at on (B)(6) 2008. The date of these generator diagnostics tests was listed as (B)(6) 2002 however this is an incorrect date in the handheld and the correct exact date is unknown.